Event description:
Procedure type: low anterior resection. According to the reporter: the instrument was fired over two linear staple lines and purstring. After firing the proximal donut seemed thin on one side while the distal donut was not complete. A leak was confirmed during testing and since the staple line was very low to over-sew, the surgeon set up a temporary colostomy. No blood loss was reported but surgery time was extended by more than thirty minutes as a result.